Manufacturer narrative:
(B)(4).batch # p56v8c. Additional information was requested and the following was obtained: you have stated that the patient consequence is "unknown." Was there any tissue damage as a result of the device issue? No, the surgeon made reinforce suture at the site. Did the device issue alter the procedure or post-operative care of the patient? No. Device analysis: the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Month and day unknown. Only year (2017) is known. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. You have stated that the patient consequence is "unknown". Was there any tissue damage as a result of the device issue? Did the device issue alter the procedure or post-operative care of the patient? If yes, please provide further detail of the patient consequence.

Event description:
It was reported that during an unknown procedure, when the surgeon tried drawing back the firing knob of the device after firing, it stopped and did not work at all. He had to break the firing knob of device to open it. There were no patient consequences reported.